Event description:
When trying to relocate the shoulder, the numeral head levered on the glenoid component forcing it from the glenoid.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.